Event description:
It was reported that a patient underwent a cardiac surgery on (B)(6) 2026 and suture was used. During the procedure, the needle broke when sewing a large vessel. The broken needle fell into patient and it was retrieved after the sutures were removed and a second turn in extracorporeal circulation machine. The surgery prolonged by about 20 minutes for this issue. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The product and a photo upon which this medwatch is based has been received, however, the product/photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the patient¿s surgical site re-opened during the initial procedure to remove the needle? Were the needle piece(s) retrieved during the procedure? Does the piece/device remain retained in the patient's tissue? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: the product received for analysis was eh7241h. Visual inspection and metallurgical analysis were performed on the returned product. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code eh7241h. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. Both needles were observed to be a dark color. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Macroscopic plastic deformation provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h3, h6 additional information was requested, and the following was obtained: after investigation, the patient underwent cardiovascular surgery in the hospital on (B)(6) 2026 (the specific patient's diagnosis and procedure name were unknown). The operator used eh7241h for continuous suturing of aortic arch during the operation, and then the needle broke when the needle was intermittently supplemented (the specific length of the broken end was unknown). The broken needle was left in the patient's tissue. The operator immediately gave the patient ultrasonography and chest radiography to determine the approximate position of the broken needle. Then the extracorporeal circulation was re-established, the ascending aorta was blocked. After cutting open the aorta, the broken needle was removed. After removal, the integrity of the needle was checked. After confirming that there was no foreign body remaining tissue, the procedure was ended routinely. The surgery time was extended about 20 minutes due to this event. The patient's current condition is stable. No subsequent adverse event reports have been received. In addition to representative samples, one actual sample will be sent out separately. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the patient¿s surgical site re-opened during the initial procedure to remove the needle? Were the needle piece(s) retrieved during the procedure? Does the piece/device remain retained in the patient's tissue? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon's name? H6 investigation findings: c22 - photo review additional h6 component code: g07002 no device problem additional h3 investigation summary: the product was returned to ethicon for evaluation. One open box with thirty six unopened samples were received for analysis. Product code eh7241h. The complaint sample was not received for evaluation. Upon initial inspection of the sample, no external damage was observed on the external packet. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened. The swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification, and no defects or needle breakage were found. In addition, the ductility test was performed on the samples to needles and met the requirements. Photo was provided and it shows a breakage needle in a eh7241 product. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.